Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the orientation of the intraocular lens (iol) at implantation in the left eye was 011 degrees. At the 1-month follow-up visit, the orientation of the iol was noted as being 23 degrees. There was no patient injury. Additional information was received; where the patient complained of blurry vision, dryness, and the iol has been repositioned. There was no incision enlargement, no injury and no additional medical or surgical procedures required during the repositioning. Following the repositioning of the iol, the patient continues to complain of blurry vision but the iol appears to be on the intended axis. No additional information was received.